Event description:
On (B)(4) 2013, it was reported that this vns patient underwent prophylactic generator revision and lead revision due to high impedance on (B)(6) 2013. A pre-operative interrogation showed that the device was still programmed on. A pre-operative system diagnostics indicated ok output status with high lead impedance (dcdc=7). These system diagnostic results were duplicated on a second system diagnostic. A new generator was attached to the existing lead. A system diagnostic test show high impedance of 6061 ohms. The old lead pin was re-inserted into the new generator, and a subsequent system diagnostic showed 6062 ohms. The lead was then revised. With the new lead and generator, impedance was within normal limits (1607 ohms and 1521 ohms). The device was programmed on. The generator and lead were returned on (B)(4) 2013 and are pending analysis. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.